Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower flanks on an unspecified date using an unspecified applicator and to the bra roll (back) on (B)(6) 2015 and (B)(6) 2016 using a coolcurve applicator who developed paradoxical hyperplasia (pah/ph) diagnosed in the bra roll (back) on (B)(6) 2017. The tissue was described as distinct larger, firmer pockets of fat in the treated areas (especially on the left side). The pockets were not easily pinched compared to the surrounding tissue. The fat pockets were about the exact size and shape of the applicator.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower flanks on an unspecified date using an unspecified applicator and to the bra roll (back) on (B)(6) 2015 and (B)(6) 2016 using a coolcurve applicator who developed paradoxical hyperplasia (pah/ph) diagnosed in the bra roll (back) on (B)(6) 2017. The tissue was described as distinct larger, firmer pockets of fat in the treated areas (especially on the left side). The pockets were not easily pinched compared to the surrounding tissue. The fat pockets were about the exact size and shape of the applicator.

Manufacturer narrative:
Additional reporter phone number:(B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower flanks on an unspecified date using an unspecified applicator and to the bra roll (back) on (B)(6) 2015 and (B)(6) 2016 using a coolcurve applicator who developed paradoxical hyperplasia (pah/ph) diagnosed in the bra roll (back) on (B)(6) 2017. The tissue was described as distinct larger, firmer pockets of fat in the treated areas (especially on the left side). The pockets were not easily pinched compared to the surrounding tissue. The fat pockets were about the exact size and shape of the applicator.